Manufacturer narrative:
Per the subsidiary manufacturing engineering center (mec), the reported issue could be duplicated. They also confirmed this pump was not used for about two years and pump was placed in storage for back-up pump prior to use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a pump jam occurred on a sucker roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.